Event description:
It was reported that the patient was admitted to the hospital and was unresponsive on (B)(6) 2012. It was indicated that there was a reduction in daily dose. The health care provider (hcp) reduced the daily dose from 657mcg/day to 609mcg/day. The reservoir volume was noted at 13.9ml and the last programming noted in logs was from (B)(6) 2012. There were no pump alarms reported. The drug delivered via pump was baclofen. Additional information had been requested, but was not available as of the date of this report.

Event description:
Additional information reported that the patient expired. It was indicated that the patient was discharged from the hospital and sent home on hospice just a couple days from the date of report of (B)(6)-2012. The patient was due for a refill on (B)(6)-2012 but the patient's family called to report that the patient had passed away. It was noted that the patient was cremated. The cause of the death was unknown.

Manufacturer narrative:
Product ID, 8731sc lot# serial# (B)(4), implanted: 2008 (B)(6), explanted: product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).